Event description:
A consumer reported experiencing blurry vision following intraocular lens (iol) implant surgery. The consumer also reported she had a corneal abrasion during her iol surgery because she moved during the procedure. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B) (4). (B) (4). (B) (4).